Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 28. On 2023-10-11, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.